Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis, as it remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, immediately after implantation of this 23 mm sjm trifecta gt valve, the patient developed symptomatic right ventricular dysfunction. Per report, it was unclear if it was related to inappropriate sizing or seating of the valve. Bypass was re-instituted and a CABG x1 (saphenous vein graft to obtuse marginal) was performed. The valve remained implanted. The patient has been discharged from the hospital. (B)(6).